Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use in an unspecified procedure, there were bent the pins where you plug in the camera on their visera elite video system center. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the video connectors were broken and could not be connected. The specific root cause of the broken video connectors could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 28apr2022: the problem occurred during procedure setup and backup tower was brought in to do procedure. No patient involvement. The intended procedure was therapeutic. There was no patient involvement, backup was brought into room before the patient.